Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. This occurred because the user selected a different instrumentation set when not on the navigate page. When returning to the navigate page, the user did not reselect the active trajectory causing the incorrect cad model of the instrumentation to be loaded. When navigating, the user has the ability to see the actively tracked instrument name displayed. Additionally, the user is able to perform anatomical landmark checks and see instrumentation overlaid on patient anatomy during navigation. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
After the screws were placed, all of the lumbar screws and s2ais looked good on the images, but we noticed that all our silok screws looked like they were buried too deep.